Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the customer informed that the technical event : 1246019 (hmi ram error) was triggered during power up as shown in the picture. When I visit the customer and performed the trial run . No technical event :1246019 was triggered. The hamilton-c6 run in normal." No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that a hamilton c6 ventilator technical event 1246019 (hmi ram error) during device startup/selft-test. Logfile analysis showed that the event occurred twice during startup/self-test for the date of (B)(6) 2025. Hardware investigation, including endurance testing (long-term-testing), could not reproduce (re-constructed) the issue and a clear root cause could not be established. As a precautionary measure, the ip (interaction panel) board (msp160642) was replaced. There was no patient involvement. The event can be now closed based on the available information.